Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a calculation error during preoperative measurements and planning for cataract surgery. Additional measurements and calculations were completed prior to surgery and the surgeon noted the calculation error by the system on the initial measurements. Additional information received, the patient is doing well and the planned outcome was achieved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No anomalies found by review of device history record. Product met all specifications when released. The measurement module which was used to take the diagnostic measurements provide traffic light indicators to indicate the quality of the image for good measurement results. In this case yellow showed up which recommends to acquire a further image for a better measurement. The user ignored this indication and continued in the process. Several factors could lead to the unexpected results. The image which was used for the diagnostic measurement was indicated to be not optimal, however the user did not recognize this warning and continued with this image. The calculation formula which is used to determine the lens to be implanted was not the recommended formula for these kind of patients (patients with refractive surgery). Also, for these kind of patients which likely might have a non- intact cornea it is mandatory to make a cross check with other diagnostic devices/methods to check for plausibility. No malfunction of the device can be determined, as technical root cause use error was identified. (B)(4)